Event description:
It was reported that a patient with an artificial urinary sphincter (aus) presented with urinary retention. It was noted that the cuff was too small. Surgical intervention was performed during which the cuff was explanted and the device tubing was plugged. A new cuff was not implanted to allow the patient to heal and undergo implant of a replacement in the future. There were no additional patient complications were reported.